Event description:
It was reported that the patient presented for a routine in clinic follow-up. The pacemaker (pm) was unable to be interrogated via radio frequency (rf). No changes or intervention was performed, and the patient will continue to be monitored. The patient condition was stable.